Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent a cervical spine fusion surgery from c6 to c7 on (B)(6) 2006 using rhbmp-2/acs. On (B)(6) 2007, a CT scan showed ¿neurocompressive bone and resorption¿ around the surgical site. Sometime postop, the patient experienced pain that radiates into his upper extremities and associated numbness in his hands, as well as limited range of motion in his neck, daily headaches, and difficulty swallowing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2002, the patient presented for xr of cervical spine. Impression: reversal of the cervical lordosis. Osteoarthritis. The patient underwent MRI of cervical . Impression: bulging disc of c3-4 . Central and right sided disc protrusion of c4-5 causing partial obliteration of epidural space and minimally encroaching the cervical cord. There was a rather large central disc herniation at c5-c6 with encroachment of the cervical cord and cord compression. On (B)(6) 2002, the patient underwent spinal fusion procedure at c4-6. On (B)(6) 2004, the patient presented for MRI of cervical spine. Impression: the current examination documented prior fusion of c4, c5, c6 utilizing an anterior plate and screws. There were evidences of disk bulges impressing the ventral thecal sac at several levels. On (B)(6) 2004, the patient presented with complaint of neck pain to his right shoulder, pain between his shoulder blades, occasional left shoulder pain. On (B)(6) 2005, the patient presented for CT scan of cervical spine. Impression: the fusion block is well aligned and there was no evidence of spinal canal stenosis posterior to fusion. There was generally symmetric filling of the nerve root sleeves. The filling appeared slightly less complete at c5-6 and c4-5. On (B)(6) 2005, the patient presented for CT scan of cervical spine. Impression: the patient reported a small change in his symptoms about 20 mins after the procedure. On (B)(6) 2005, the patient had fluoroscopically guided cervical selective nerve root block. Impression: successful left c7 selective nerve root block. On (B)(6) 2005 , the patient presented with pre-op diagnosis of c6-7 disc herniation and cervical radiculopathy and underwent removal of hardware , c4-6; anterior cervical discectomy and fusion with machined allograft interbody spacer and anterior instrumentation c6-7 (B)(6) 2006, the patient underwent CT cervical spine wo contrast. Impression: solid postoperative fusion c4-5 and c5-6 with interbody graft and plate at c6-7 which has yet not fused as there was lucency around the implant w/o definite solid fusion. Central disc protrusion at c3-4 creating central spinal stenosis. On (B)(6) 2006, the patient presented with pre-op diagnosis of non union c6-7 and underwent removal of hardware c6-7, revision anterior cervical fusion c6-7 with machine allograft interbody spacer, rhbmp-2 bone graft and anterior instrumentation. Per op-notes, "the old plate was removed without event. A 9 mm lordotic rail was shown to have good fit . A hollow cortical allograft filled with 1/4 sponge of bmp was then impacted into the space and achieved a snug fit. Bone putty of .5 cc was packed around this. "On (B)(6) 2007, the patient presented with complaint of numbness in right arm and left foramen. The patient had CT examination for cervical spine. Impression: post surgical fixation of mid and caudal cervical spine , from c4-c7 with c4-5 and c5-6 hardware being removed . There was reversal of the normal cervical lordosis and mild endplate hypertrophy, but no high grade stenosis at these levels. On (B)(6) 2007, the patient presented for CT scan of cervical spine. Summary: continuous interbody fusion at c4-c6 levels. Probable non unions at c6-7. On (B)(6) 2007, the patient underwent CT of cervical spine. On (B)(6) 2008, the patient presented for CT cervical spine without contrast. Impression: postoperative changes are discussed with solid union at c4-5, where screws have been removed and hardware grossly intact in adequate position with what appears to be solid fusion at c6-7. On (B)(6) 2009, the patient presented of follow up . On (B)(6) 2009, the patient presented for follow up visit. On (B)(6) 2009, the patient presented with CT scan which clearly indicated solid fusion at c4-c7. Impression: multilevel spurring and uncovertebral hypertrophy without evidence of central canal or foraminal stenosis. On (B)(6) 2009, the patient also had MRI of cervical spine. Impression: significant metallic susceptibility artifact extending from c4-c7 from the patient's anterior decompression and / or disc replacement. On (B)(6) 2010, the patient presented for pre-op discussion. On (B)(6) 2010 the patient presented with MRI scan which clearly indicated disc herniation at c3-4. Patient complaint of neck pain, headache, tingling in his arms. Impression: central disc protrusion or broad based herniation at c3-4 approaching the cord . This may be clinically relevant and correlation with CT myelogram may be of value. On (B)(6) 2010, the patient presented with neuro-monitoring report. On (B)(6) 2010, the patient presented with pre-op diagnosis of transitional syndrome c3-4 and underwent following procedures; placement of gardner wells tongs . Partial corpectomy c4 with microdissection. Disc replacement c3-4. Per op notes, "the surgeon then sized the space and elected to use disc replacement. The device was placed into position . Screws were drilled." On (B)(6) 2010, the patient presented for follow up visit. On (B)(6) 2010, the patient presented with primary diagnosis of transitional syndrome c3-4 with discogenic neck pain and had underwent placement of gardner wells tongs. Partial corpectomy c4 with microdissection. Disc replacement c3-4. CT scan showed good device position. Impression: patient had undergone disc replacement at c3-4. Status post decompression and fusion which extends from c4-c7 with stable complete fusion. No fracture, subluxation or bony destruction. No noncontrast CT evidence of central canal or foraminal stenosis. On (B)(6) 2011, the patient presented with primary diagnosis of transitional syndrome c3-4 with discogenic neck pain and had underwent placement of gardner wells tongs. Partial corpectomy c4 with microdissection. Disc replacement c3-4. On (B)(6) 2011, the patient underwent lumbar spine MRI. Impression: mild lumbar degenerative spondylosis, most significant at l3-4. Simple cyst right kidney. On (B)(6) 2011, the patient presented for x-ray of cervical spine. Impression: post surgical changes with a disc replacement arthroplasty at c3-4 level and osseous fusion extending from c4-c7. Slight reversal of the lordotic curvature. No hardware failure or acute fracture. The patient also underwent CT of lumbar spine. Impression: there was modest straightening of normal lordosis. There was moderate loss of disc height and endplate irregularity at t12-l1 and modest spondylosis anteriorly at l2-3, l3-4 and l4-5 . There was a modest triangulation of the central canal at l3-4 with minimal reduction of the ap diameter of the thecal sac to about 9mm. There was mild narrowing of the foramina at l4-5 due primarily to disc intrusion. There was a non displaced pars defect on the left at l5-s1. On (B)(6) 2011, the patient also had CT of cervical spine. On (B)(6) 2012, the patient presented for follow up visit. On (B)(6) 2012, the patient presented with complaint of left sided low back pain into his buttock. On (B)(6) 2012, the patient presented MRI review which indicated disc protrusion centrally causing moderate central stenosis at l3-4 .